Manufacturer narrative:
Date sent to FDA: 1/8/2020. Additional information: a1, a2, b7, d3, d7, g1, g2. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that patient underwent removal of mesh on 12/1/2017 due to recurrent hernia.

Manufacturer narrative:
Date sent to FDA: 7/17/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.